Manufacturer narrative:
A code recorded at 17:24pm on (B)(6) 2016 indicates that bottle 7 (ethanol) was not in contact with the corresponding sensor for four (4) seconds, which is less than the minimum period configured of 20 seconds; and the station properties were reset. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 7 prior to this action were: ethanol concentration=84.6%, cycles=73, cassettes= 6095 and days=60. A user affirmed in the instrument software that the default concentration of 100% was to be set for bottle 7 (ethanol) at 17:24pm on (B)(6) 2016. The reagent in bottle 7 (ethanol) was used for the first time in the final dehydration step of the "unc 8hr fatty-breast" protocol started in retort a at 17:02pm on (B)(6) 2016; and was subsequently also used for the final dehydration step of both the "unc 6hr fatty-breast" protocol started in retort a at 17:13pm on (B)(6) 2016 and the "unc 8hr fatty-breast" protocol started in retort b at 17:51pm on (B)(6) 2016. The quality of tissue processing from the "unc 8hr fatty-breast" protocol started in retort a at 17:02pm on (B)(6) 2016; the "unc 6hr fatty-breast" protocol started in retort a at 17:13pm on (B)(6) 2016 and the "unc 8hr fatty-breast" protocol started in retort b at 17:51pm on (B)(6) 2016 would have been adversely impacted as a consequence of the incorrect user action in resetting the properties of the bottle 7 (ethanol) without replacing the reagent. These protocols comprised 56, 78 and 188 cassettes respectively based on data entered into the instrument software by the user. Although the user affirmed in the instrument software that the reagent concentration in bottle 7 (ethanol) was to be set to 100% at 19:13pm on at 17:24pm on (B)(6), the actual concentration of reagent in bottle 7 (ethanol) remained unchanged at 84.6% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 7 (ethanol) was used in the final dehydration step of the "unc 8hr fatty-breast" protocol started in retort a at 17:02pm on (B)(6) 2016; the "unc 6hr fatty-breast" protocol started in retort a at 17:13pm on (B)(6) 2016 and the "unc 8hr fatty-breast" protocol started in retort b at 17:51pm on (B)(6) 2016. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the "unc 8hr fatty-breast" protocol started in retort a at 17:02pm on (B)(6) 2016; the "unc 6hr fatty-breast" protocol started in retort a at 17:13pm on (B)(6) 2016 and the "unc 8hr fatty-breast" protocol started in retort b at 17:51pm on (B)(6) 2016. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 17:24pm on (B)(6) 2016. On (B)(6) 2016. Specifically, a user failed to complete manual replacement of the reagent in bottle 7 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint that kidney biopsy samples processed had a "cracking appearance." The complainant reported that the ethanol concentration in bottle 7 measured using a hydrometer was 85% when the ethanol concentration in bottle 7 calculated by the instrument software was 100%; and the station properties for bottle 7 had been reset two (2) days prior to the identification of sub-optimal tissue processing reported in this complaint. On (B)(6) 2016, a leica field support specialist (fss) attended the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss reviewed the instrument logs and noted multiple instances of an error code indicating that a reagent bottle had been out of contact with the corresponding sensor for less than 20 seconds and the station properties reset. On (B)(6) 2016, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.